Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion was started at 14:00 from a 250ml bag at a rate of 8ml/h. The reported information suggests that when the infusion was checked at 17:00 the bag was almost empty however the pump displayed 222ml left in the bag. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Visual inspection noted the front keypad was worn with the overlay for the run/hold key having worn away to the circuit layer. The rear case assembly was cracked. The rear case moulding was for a flo sensor option (fso) however there were no pins protruding from the logic pcb and the s/w installed 10.05 indicated that the unit was a non fso pump. The pump was tested in accordance with the technical service manual (tsm) with correct operation, alarm functionality and in-specification results recorded with exception of the following observations. The cam follower was worn with the measure gap only just on limit at 0.016¿ (4.0mm). There was a lot of debris evident due to pad/latch wear and the cam follower had a label indicating that the device was originally fitted to a different pump. The rate calibration value stored in access code 20 had been set to 30. The calibration value of this access code should be 25 for the cam follower fitted to this pump. Testing confirmed that when loading the infusion set the pumping segment would interfere with the latch which could result in a mis-load of the infusion set when the latch was closed. This type of mis-load can result in either free-flow condition or excessive flow rates above the set rate being experienced if an infusion was started. Short term rate accuracy testing was performed in accordance with internal protocols this returned a mean average error of -3.59% for the 5 minute window of the final hours testing. The pump was also subjected to an infusion at the reported incident rate (8ml/hr). The infusion ran for in excess of 20 hours and upon completion the infused contents were measured, with an error of -3.75% recorded. The pump was uncased and a visual inspection was performed, which identified the following: confirmation of cracks to the edge of the rear case. There was some evidence of dried fluid witness marks indicating that the unit may have previously experienced some form of fluid ingress. The identified probable cause of the customer¿s reported experience is a possible mis-load due to worn cam follower.